Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm followed by a motor error on his insulin pump. Customer's blood glucose was 172 mg/dl. Customer declined troubleshooting for the alarms. He stated he will call back if the device alarms again. Customer was advised to discontinue use of the device and revert to a back up plan. Nothing further reported.